Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Report states that end-user has had eight (8) visits with multiple health care providers to include primary physician; urologist and infectious disease physician. A dermatology referral was recommended as well as a trial of convexity and how to crust using his prescribed (B)(4) powder. Also recommended vinegar soaks during pouch change. Reports urologist has prescribed (B)(4) powder without improvement; primary physician has also prescribed clotrimazole and betamethasone cream; infectious disease physician has prescribed argalaes. End-user was previously advised to resize barrier which he did without success. Lastly, samples were sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that end-user developed a red rash around the stoma which the end-user has had for months and was diagnosed as fungal rash with bleeding areas.

Manufacturer narrative:
After detailed batch review, a discrepancy was noted that was unrelated to this complaint. A non-conformance was raised for this discrepancy and there is no impact to this complaint. The product associated with batch 3k00812 was made according to specification. The quality system was queried for any non-conformances or deviations against the lots associated with final batch 3k00812. The results support that no non-conformances were raised against this batch for this complaint issue. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).